Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the top cover was damaged on the rear right, the base unit was bent on the rear bottom right corner, the rear panel is bent/deformed, and the front panel was cracked on top of the light guide connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a laparoscopy and appendicectomy procedure, a normal saline was accidentally squirted on the visera elite ii video system center, where the camera plugs in and, the device shut down as it hit the connection. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that normal saline was incorrectly applied to the camera connection occurred due to the inability of the normal saline solution to apply to the connecting part and to transfer the image signal successfully. The root cause could not be determined. Olympus will continue to monitor field performance for this device.